Event description:
Healthcare professional reported "intracapsular rupture, color change, folds, wave, rotation, periprosthetic shell stage 4: the breast is of very hard consistency, deformed, and painful to the touch, effusion and histological sampling for research of anaplastic lymphoma." Healthcare professional additionally reported "intraoperative discovery of a cartilaginous nodule on upper pole of the periprosthetic capsule, and of a seroma¿, "capsular contracture (baker grade IV), rupture of the left device. Asymmetry of volume occurred 15 years after implantation." Device has been explanted, replaced, and discarded.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy; f2203 - imaging required. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, seroma-late, wrinkling, crease/folding of implant, visibility/palpability, malposition, lump/nodule.

Event description:
Additionally reported, calcified periprosthetic capsules.